Event description:
Event description guidant received information that during a follow-up visit, the atrial lead exhbited impedances of 2000 ohms and thresholds of 3.0v. Unipolar measurements gave an impedance of 1400 ohms. P-wave measurements were noted within normal ranges. The pateint was noted as asymptomatic.